Manufacturer narrative:
One battery was not returned for evaluation. Analysis of the device could not be performed since the device was not returned for evaluation. A review of the device's incoming inspection records indicated that the unit met the internal requirements prior to its quality assurance release process. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported per the vad coordinator that the patient's battery connector did not fit into either of the two power ports correctly and kept falling out causing an alarm.